Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated: channel rinsing water: 2 colony forming units/endoscope coagulase negative staphylococci the device was evaluated where no abnormalities were found though there were several technical defects such as lens chipped/scratched, insufficient light volume, cover dents, rubber worn out. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. All channels were precleaned with neodisher septo presis detergent. There was an aspiration of water through the instrument/suction channel as well. All channels and the distal end were manually cleaned with neodisher septo predis detergent and novaclean vytil brushes. The scope was not manually disinfected. The automatic endoscope reprocessor (aer) used was a soluscope s4 along with soluscope cln and soluscope paa. The customer stored the scope horizontally in a surestore storage system. Maintenance / repair of the device had performed by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii colonovideoscope was sampled twice and tested positive for microorganisms. On (B)(6) 2021, all channels were sampled and greater than eighty (80) colony forming units (cfus) of microorganisms were found. On (B)(6) 2021, all channels were sampled and greater than two hundred (200) colony forming units (cfus) of microorganisms were found. The issue was found during a routine culture of the scope. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.